Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per dealer the backrest and plug buttons have broken and will tear the upholstery if not replaced. MDR filed.